Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they had a 22-month infant in ed yesterday with svt that required cardioversion. They opened the first set of rts defib electrodes and the gel was peeling off. They opened a second set and same thing. They opened a third set and that set was fine to use. Additional information received on 16oct2024 stated that the third set opened was fine to use, the patient did not suffer any adverse consequences and recovered fine.